Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unknown procedure. Reportedly, the device had a problem in the procedure. Another abbott device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event - estimated. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.